Event description:
It was reported that alaris device was involved in an adverse event but the customer later clarified that they do not believe there was any programming error or device malfunction. A diltiazem infusion dose was increased by the physician intentionally for a dose outside of the current guardrail max to 20mg/hr. The volume to be infused was 112ml with a total bag/bottle volume and concentration of 1mg/ml. It was also noted that there was an amiodarone infusion running at 1.8 mg/ml, 0.5 mg/min - 1 mg/min (titrated). This required nursing to override an alert to continue with the infusion. The patient developed hypotension and required transfer to ICU. The customer had the following questions regarding their situation: ¿ there has been some question to if the pump was mis programmed, but I could not find evidence of that. ¿ other question was if the pump somehow malfunctioned and infused too much of the diltiazem infusion, wondering if you could see that on your end? After due diligence with the customer it was noted that the patient was hypotensive and acutely hypoxic, and a transfer note mentioned that it was, "likely due to excess diltiazem given, in setting of amio gtt and am po bb given" the customer also clarified that," the diltiazem was ordered and infused at 15mg/hr initially, and the physician intentionally increased it to 20mg/hr (which was still within the guardrails max), but caregivers had to override a soft alert to continue above 15mg/hr. There were no doses given outside of the hard max of 20mg/hr. After running at 20mg/hr, there were no intentions to decrease the dose until it was stopped due to hypotension/transfer to ICU." The customer also later clarified that they were initially unsure of how the bag was missing 50-60ml, but later confirmed that the caregiver had intentionally emptied this when the order was discontinued. Also the customer was wanting to make sure after a log review that there was no sign of pump malfunction.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue that an infusion order of diltiazem was infused at 20mg/h with a soft guardrails dose of 15mg/h override per the attending physician¿s order was confirmed via review of the pcu event log. ¿ the infusion of diltiazem at 125mg/125ml was received as a remote IV order and was started on the date 15jul2024 at the recorded time of 1:03 pm. The infusion dose began at 10 mg/h (rate= 10ml/h), and the volume to be infused (vtbi) at 125ml ¿ at the time of 1:27 pm a new remote IV order of the same drug, diltiazem at 125mg/125ml, was received and started. The infusion dose was 15 mg/h (rate= 15ml/h), with a new vtbi manually entered at 112ml. ¿ the primary volume infused (pvi) was recorded at 3.089ml when the above infusion at 15mg/h was started. ¿ the diltiazem infusion dose was manually increased to 20ml/h (dose=20mg/h) at the time of 2:30 pm. The remaining vtbi was recorded at 95.6ml. The increased dose induced a soft guardrails alert noting the dose was above the maximum of 15mg/h with the yes key selected to proceed as programmed ¿ the pvi was recorded at 19.57ml when the above infusion at 20mg/h was started. ¿ the infusion of diltiazem was placed in a paused state at the time of 3:36 pm and was immediately followed with programming of a one hour delay. The pump module was manually turned off at the time of 3:49 pm with the pvi recorded at 40 513ml. ¿ the diltiazem volume infused at the dose of 20mg/h was calculated at 20.943ml this value was derived by subtracting the value (19 57ml) at the start of the infusion from the final total value (40 513ml) at the termination of the infusion ¿ the devices and administrations set were not provided by the facility for analysis, therefore, they could not be inspected or tested. Root cause: the root cause for the reported issue that a patient had an adverse event during an infusion of diltiazem was reported by the facility to be associated with an infusion order by the attending physician to infuse at the maximum dose limit of 20mg/h, overriding the soft guardrails dose limit of 15mg/h. The infusion order was intentional per the facility and the log analysis confirmed the infusion was programmed as ordered. There was no recorded information found within the received logs to suggest that a device malfunction may have occurred.